Event description:
The duett sealing device was deployed following an interventional procedure via an 8 fr sheath in the right common femoral artery. Following the deployment, the pt experienced pain, loss of pulses, and color along with coolness in the affected leg. Treatment for the occlusion consisted of a surgical thrombectomy, followed by thrombolytic and anticoagulation therapy. Following this treatment the pt experienced pain in the affected leg. An angiogram revealed a patent artery, and spasms were the suspected cause. Treatment of the occlusion was successful; however the pt did experience transient pain associated with a vasospasm.